Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch and it was reported that during chemotherapy drug infusion using a pump, medication leaked from the filter vent, resulting in chemotherapy drug spillage on the floor beside the patient bed. There was patient involvement, and no patient injury.

Manufacturer narrative:
One photo of the set was received and there was a leak observed at the filter vent with the cap closed. The complaint of leakage from filter vent can be confirmed. The probable cause cannot be determined without the return of the used set. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Additional contact information: (B)(6).